Event description:
It was reported to vyaire medical that there were complaints of an o2 leak. Biomed indicates they have the o2 connected at 50 psi and turns it off the psi slow decreases. After following up on the issue biomed informed vyaire that the red mounts for the o2 blender had somehow become partially loose on the side away from the blender. This allowed just a very slightly imperfect seal allowing the leak to occur but not affecting o2 outputs in the case testing. Issue has been resolved. No patient involvement was reported.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Investigation findings: the red mounts for the o2 blender had somehow become partially loose on the side away from the blender. This allowed just a very slightly imperfect seal allowing the leak to occur but not affecting o2 outputs in the case testing. Issue has been resolved.